Event description:
A stainless steel universal femoral nail was implanted in the patient on june 26, 1997. The nail bending occurred on the september 3, 1997. The nail was removed on september 11, 1997 and replaced with a titanium nail.